Manufacturer narrative:
(B)(4). This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. Per the attached caution label, it is illustrated; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." We will continue to monitor for similar complaints.

Event description:
On (B)(6) 2010, the pt underwent a vascular lab-critical limb ischemia procedure. Left femoral artery access was obtained. When the wire and dilator were removed, it was noticed that the floppy end of the wire was missing. A fluoroscopy was done and the tip of the wire was noted to be in the pt. Additional info received (B)(6) 2010: an intervention was planned to repair ischemic limb disease; the pt had very tortuous vessels. It was during this planned procedure that the catheter malfunctioned. They were able to remove the catheter tip that was broken off in the pt via surgery. During the surgical removal of the tip, they also completed the intervention to repair the pt's ischemic limb disease. The pt's outcome is good with no further issues.